Event description:
It was reported that while a pt was sitting on the innova (omega v) table, the pt turned to answer a question from a nurse and putting her hand back, missed the back of the table and fell over backwards onto the floor. The pt was transported to the emergency department and reportedly suffered a broken collar bone. There is no allegation of equipment malfunction. Ge healthcare's investigation is ongoing. A follow up report will be submitted once investigation results are available.

Manufacturer narrative:
Pt information is not available at this time. (B)(4). Initial reporter's occupation is "technician". A ge healthcare field service engineer was made aware that a pt injury occurred on (B)(6) 2012. The nature of the injury was not known at that time. On (B)(6) 2012, the field engineer confirmed with the site that the injury to the pt was a broken collar bone.